Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had no power. Customer stated that they did not receive low battery alert but customer stated that on replacing new battery, insulin pump came back on. Customer¿s blood glucose was unknown at time of incident. The customer declined helpline assistance. Insulin pump will not be return for analysis.